Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit required maintenance code 1 message. There was no patient involvement.

Manufacturer narrative:
Additional point of contact: event site email:. (B)(6). A getinge field service engineer (fse) evaluated the unit and found shuttle and drive transducers to be out of  specifications. It would not calibrate. To fix this issue fse replaced front end board. Completed cs300 pm to factory specifications. Device passed all functional and safety tests according to factory  specifications. Device was returned to customer and cleared for clinical use.